Event description:
Five endeavor sprint drug-eluting stents were implanted in an overlapping fashion. (MFR report# 29532000-2008-01053-01057). Investigator reported a spontaneous gi bleed occurred six days later, while on antiplatelet therapy. Pt required 5 units of auto-transfusion. Investigator has indicated that the event was not related to the study stent. Pt was asymptomatic at 30 day f/u.

Manufacturer narrative:
Evaluation results, conclusions: (spontaneous gi bleed). (Secondary intervention).